Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia and the insulin pump had a critical pump error alarm. The customer¿s blood glucose level was 37 mg/dl at the time of the incident and was treated with sprite. The customer was not sure if the insulin pump caused his low blood glucose of 37 mg/dl, since they got the critical pump error immediately after the unexplained low blood glucose. The insulin pump started giving critical pump error, and then it would not do anything after that. The customer took the battery out and the insulin pump stopped beeping after 1.5 hrs. The customer placed the battery into the insulin pump; there was a red arrow pointing to a question mark. The customer received the open book image on the insulin pump screen. The customer declined troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Unit received with cracked case and cracked case-corner of belt clip rails. Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error alarm.